Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was due to a faulty filter and circuit assemblies. After replacing the filter and circuit, the issue was resolved. The fsr tested the device and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device started alarming low volumes. The issue occurred during patient-use; the customer reported the patient was placed on another ventilator. The customer reported there is no patient consequence associated with the event.